Event description:
The customer reported various fatal errors, including hgb blank errors along with vls and probe obstructed errors on the lh 750. No erroneous results were generated in connection with the reported event. The customer also obtained latron primer readings of 8195 on aspiration.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the instrument errors and replaced solenoid # 5 (sol 5), resolving the errors and getting the latron primer control to pass verification. Upon recur, the failure mode identified is likely to impact cbc/diff parameters in manual (secondary mode); testing results could be flagged, un-flagged or non-numeric. (B)(4).